Event description:
Rayner intraocular lenses limited received notification of an event that occurred with a single use soft-tipped disposable injector (model r-inj-04). The event account provided states "lens got stuck up in the cartridge and the silicon tip got damaged".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Our device analysis confirmed the incident as reported; however, was unable to ascertain the root cause of the lens becoming stuck in the cartridge. The rayner IFU includes the following statement "if the iol causes a blockage in the injector system, discard the injector". The damage observed to the iol and injector indicates that excessive force has been exerted on the device components by the user and that the IFU has been deviated from.